Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed based on completion of product analysis.

Manufacturer narrative:
Information indicates that lead return is not expected. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during an implantable cardioverter defibrillator (ICD) system implant procedure, an attempted implant of this right atrial (ra) lead occurred, but implant was unsuccessful due to noise, undersensing, low amplitudes, poor morphology and high out of range pace impedance. As a result, a new ra lead was successfully implanted prior to pocket closure. There were no adverse patient effects.